Manufacturer narrative:
The device subject of this complaint was not returned to steris endoscopy for evaluation. Without the return of the device, a root cause cannot be determined. The instructions for use for the padlock clip defect closure system includes the following statements: "check to ensure that the scope is inserted completely into the scope mounting feature of the delivery housing and that the housing isn't expanded. Too tight of a fit can expand the scope mounting feature making the pushing mechanism sluggish and allow the padlock clip to get hung up on deployment, especially in retroflexion. Avoid bending the linking cable too aggressively or using a grasping/clamping device on the linking cable as it can create a "kink" and/or disable device function. Deploy padlock clip by using a firm and rapid thrust of the thumb actuator while holding the control handle body. The device history record was reviewed and confirmed the device was manufactured to specification. Steris offered an in-service training on the proper use of the padlock clip defect closure system; however, the user facility declined. There have been no other complaints associated with this lot. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that during two patient procedures their padlock clip defect closure system failed to deploy. Facility personnel utilized a hemostatic clip in both procedures to complete the procedure resulting in procedure delays. No report of injury.